Event description:
Cpi 1232 dddr pacer removed and returned to cpi. Replaced with a medtronic 7960. Cpi 1232 resets to vvi 65 after patients were shocked for ventricular arrythmias. Patient has a medtronic 7220 ICD. This has resulted in acute "exasperation."